Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, low lv lead impedance measurements were observed. When the patient was seen in clinic due to notification alert, impedance was within normal range. Patient will continue to be monitored for more alerts. Patient's condition was stable.